Event description:
Report received of secondary fluid backing up into primary fluid. The patient was to receive normal saline with 20meq kci at an unspecified rate of the secondary line. The pump was programmed with the tubing loaded into the device, and the device was powered off. It was reported that with the pump powered off, the secondary fluid backed up into the primary fluid. Both fluids involved were discarded. There was no effect to the patient.